Event description:
It was reported that a caller experienced a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge from the pump and deliver a bolus, which completed successfully. The caller insisted on loading a new cartridge and set of infusion sets. The issue was resolved, with the customer successfully resuming insulin therapy and expressing satisfaction. Replacements for supplies were sent to maintain customer service.